Event description:
It was reported that when visually inspecting sets from this lot, twelve sets were found to have the proximal and distal segments reversed at the cassette engagement. One set had been used, and eleven sets were unused. There was no pt complication reported.